Manufacturer narrative:
Concomitant medical product: 419488 lead implanted: (B)(6) 2007.

Event description:
It was reported that the patient's right ventricular (rv) lead has chronically low impedance. There was one impedance measurement that went lower than the patient's chronically low readings which triggered a lead integrity alert (lia). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.